Event description:
Information was received that reported a patient experienced redness and abscesses on 3 separate occasions when using the infusions sets. Reportedly, the patient required hospitalization for treatment of the abscesses. There were no permanent effects to the user. The patient has been discharged from hospital care.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.